Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states the coaguchek softclix lancets were found uncapped in the box. No adverse event reported. Requested return of suspect device.